Event description:
Analysis of the returned device found that the stent was partially protruding through the outer body distal end. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the outer body was compressed on its distal shaft. There was a small amount of blood in the outer body catheter. The stent was partially protruding through the outer body distal end. The inner body was in the outer body. The inner body bumper marker was butted against the stent proximal markers. The inner body dual tapered tip was examined under magnification and was found to be conforming to its visual specifications. Some friction was noted during functional test when the inner body was being advanced and pulled back in the outer body, likely due to the observed anomalies on the outer body. The inner body was advanced and the stent was pushed out. The stent was conforming to its visual specifications. The dimensions which could be measured were within their specifications. No other anomalies were noted. The reported and observed anomalies are indicative of high friction during deployment. Based on the investigation results and the information provided, there was no indication that the device was not used as in accordance with the labeling. The high friction may have led the physician to apply excessive force in an effort to deploy the stent. This tensile force can cause stretching of the outer body, and the corresponding compressive force in the inner body can cause compression the inner body, which may manifest itself as buckling, bending, and possibly kinking and breakage. The reported information does indicate the anatomy to be tortuous. The observed outer body crushed and the stent partial deployment were most likely caused by excessive force applied to the device during attempts to deploy the stent in highly tortuous anatomy. Therefore, the most probable cause for the reported and observed issues is anatomical factors, which limited device performance.

Event description:
Analysis of the returned device found that the stent was partially protruding through the outer body distal end. There was no clinical consequence to the patient.